Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. The device has not been returned for analysis at this time.

Event description:
It was reported that during a surgical procedure at the user facility, the ties on the toga tore and this tore the material of the toga. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the ties on the toga tore and this tore the material of the toga. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is not available for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device.